Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a follow-up in (B)(6), it was observed that this pacemaker's battery and dropped considerably to show there was only 3 months remaining. It was implanted on (B)(6) 2015. The pacemaker was replaced on (B)(6) 2019. It was replaced by a medtronic pacemaker.